Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of the customer culture testing, results of the third-party testing, the device evaluation, and the lms final investigation. It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 140 colony forming units (cfu) of pseudomonas aeruginosa, and escherichia coli. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The lm reviewed the customer provided cds processes and the following deviation from the instructions for use (IFU) was found: -air/water-channel and auxiliary water channel were not flushed at pre-cleaning. Olympus provided the following result of the culture test, performed at third-party labs: sampling date: jun 28, 2024 sampling from: all channels cfu: <1cfu/endoscope (<1 cfu/100ml) bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulations recommendation. The following is included in the device IFU: -reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_precleaning the endoscope and accessories *flush the air/water channel with water and air *flush the auxiliary water channel olympus will continue to monitor field performance for this device.